Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of compressor with motor and compressor tubing kit solved the issue. The device was returned to use in good working condition. Compressor mini is equipped with an integrated compressor and electric motor unit. The electric motor is a single phase motor supplied with mains power. The compressor is an oil free twin-cylinder assembly in which the filtered air is compressed by the action of the twin pistons. A manifold pipe is connected between the two cylinder heads so that the compressed air generated collectively by both pistons is available at a single outlet on one of the cylinder heads. Compressor tubing kit is article of consumption and should be changed approx. Every 10 000 hours. In case of low pressure delivered from compressor mini air outlet, the servo ventilator or flow anesthesia workstation switches to 100% oxygen when loosing air inlet pressure. Alarms will be generated, and proper measures can be taken. There is no indication that the compressor delivered compressed air to the ventilator with a relative humidity that exceeded the specification. Our conclusion is that the replaced parts were the cause of the failure. However, the root cause to why the parts failed has not been established as the replaced parts were not returned for investigation. A correction of field # d1 brand name and # d4 version or model# was required. D1 ¿ brand name - previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 115v 60hz, corrected version or model #: 6481779.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the compressor generated an alarm indicating a low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).